Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm and insulin flow blocked alarm. Customer stated that they also had an issue with keypad anomaly. Customer stated that they were able to clear and able to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
Retainer ring=black. The insulin pump was returned for pump error 130 alarm, no delivery/occlusion alarm during therapy, stuck button error alarm found, and exposed to magnetic field or magnetic resonance imaging on 04-may-2022. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and device accuracy test at 0.08620 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected pump error 130 noted during testing. Device successfully downloaded to thus. Pump error 130 confirmed in the insulin pump history/trace files on may 16, 2022 12:35:41. No delivery alarm was not found during testing. No delivery alarm was not found in the history files or traces on event date 04-may-2022. Stuck key alarm not confirmed during testing, however found in the history files or traces on event date of may 04, 2022 at 18:24:40. Insulin pump passed the keypad voltage test. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, or force sensor. Force sensor was measured and is within specification (23.8millivolts at zero offset). The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, cracked case, and cracked case (battery tube). Pump error 130 confirmed in the insulin pump history/trace files on (B)(6) 2022 12:35:41, problem isolated to the motor. No delivery alarm was confirmed during testing or in the history files. No stuck key alarm not confirmed during testing, however found in the history files or traces on event date of may 04, 2022 at 18:24:40. Exposure to magnetic field or MRI not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.